Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow up post coronary artery bypass grafting (CABG) procedure the patient exhibited high right atrial (ra) lead thresholds with loss of capture with no asystole. In addition, pacing inhibition was observed. The physician elected to replace the existing lead during a normal battery depletion changeout procedure. The existing ra lead was then surgically abandoned upon successful ra lead insertion. No additional adverse patient effects were reported.